Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) battery status earlier than expected. The device was implanted for 2.5 years. It was also reported that the patient experienced a systemic infection, so the device and chronic leads were explanted. A pacemaker was implanted to provide brady support while the patient underwent antibiotic treatment.